Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had erosion at the ins pocket and the device was explanted as a result. The device was to be replaced in the future. There were no environmental/external/patient factors that may have led to the issue. Normal device function was reported. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.